Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿leakage¿ was not confirmed. The device evaluation found e315 error after startup due to an electrical continuity error occurred due to water invasion in the scope connector. After drying the device, the image was restored to normal. Additionally, the device had insufficient angle, angle play, and heavy angulation due to the wires being stretched. The venting valve was damaged, and the leak check label was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported air/water leakage on the evis lucera elite colonovideoscope. The device was returned for evaluation. The issue was found during preparation before use inspection for an unspecified diagnostic procedure. The intended procedure was completed with another similar device. There was no delay. The patient was not under anesthesia. There were no reports of patient or user harm associated with this event. During the device evaluation, the following reportable malfunction was identified: e315 incompatible scope error reported after startup was identified. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. From the investigation result below, water may have invaded the scope connector due to loosened venting connector, leading to conduction failure: - e315 error reported after startup. After drying the device, the image restored to normal. - the venting valve was damaged. - the leak check label was discolored. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.